Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated.

Event description:
It was reported that the procedure was to treat an unspecified, severely calcified artery. The balloon of a 3.50x23mm xience proa drug-eluting stent failed to inflate and became stuck on the guidewire. All devices were removed as one unit. It was noted that unspecified intervention was performed to resolve the issue. No additional information was provided.